Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier high voltage cable was tightened and the camera focus was adjusted during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 6600 system had poor image quality and needed the camera aligned. No pt injury was reported.